Manufacturer narrative:
Medtronic service engineer evaluated the device. The graphical user interface (gui) printed circuit board (pcb) was replaced. The ventilator passed all tests. Updated.

Event description:
It was reported that the ventilator's display was erratic. The ventilator was not on a patient at the time of the event.

Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.